Event description:
It was reported that upon review of the session records, the implantable cardiac monitor exhibited an electrocardiogram anomaly. No intervention or patient symptoms were reported. No further information could be obtained.

Manufacturer narrative:
UDI (di): (B)(4). Initial reporter: company representative.